Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an error icon was displayed. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge was performed and failed due to the receiver won't turn on. A receiver boot test was performed and failed due to the receiver won't turn on. Functional tests were performed and failed due to the receiver won't turn on. An internal visual inspection was performed and passed. The receiver log was not downloaded due to the receiver won't turn on. The allegation was not confirmed. However, an unexpected receiver shutdown was found in connection to the reported allegation. The probable cause of the unexpected receiver shutdown could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).